Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. The device had cracked display window corner, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported the customer's device alarmed button error and was unable to clear the alarm. Customer wears the device tight to the body and was sweating. Customer was advised to revert to back up plan. Customer's blood glucose was not provided. No further information reported.